Manufacturer narrative:
(B)(4). Evaluation, results: occlusion.

Event description:
During the index procedure, the patient had a 2.25 mm diameter x 18 mm length endeavor sprint drug-eluting stent implanted in the 1 obtuse marginal. A follow up angiography suggested vasospasm vs plaque shift at the ostium of the 1st om as noted on the cardiac catheterization report. Angioplasty was repeated in the 1st om. The angiographic core lab reported a 76% final residual in-lesion stenosis with no dissection and timi 3 flow and notation small focal stenosis seen just proximal to the stent. The patient was discharged one day later on asa and clopidogrel.